Event description:
Procedure: ladg-lap assisted distal gastrectomy patient sex: unkthe seal cycle completion sound occurred but the tissue was not sealed properly. A small amount (less than 50cc) of bleeding was confirmed. This problem occurred frequently in the operation then the surgeon stopped using the device. Exchanged with another hand piece, it could coagulate but sometimes oozing (less than 50cc) occurred, then reinforced with the same device.